Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the cause was their right lead was not functioning. They tried to program around it but had not been successful. The issue had not been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial#(B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that 0-7 port all red x do not use impedance values all 4000 8-15 port all green check marks but impedance values still all 4000 on the day of surgery. The lead was fractured 0-7 port replaced second lead out of medical judgement. The patient had increasing impedance issues over time, had reprogramming performed which kept the device functional for the pain relief but not ideal. Lead revision was scheduled and performed. The issue as resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient had been unable to adjust the therapy for group a because they got settings not available. When they go to program 1 the intensity was at 2.3 when usually it was at 2.5; they could decrease all programs on group a but could not increase. Patient verified on call there was no physical damage to the controller. In the last week their ins battery was not needing much of a charge as well. They usually recharge at night and typically it would use 50% to 40% of the ins battery but now it was only using 20% of the ins battery. Today both the controller and ins battery were at 90% where they typically use 50% to 40% a day. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances and a return of pain. 4- greater than 40,000, 2- greater than 38,098, 1- greater than 30 ,920, 1-greater than 22,360. 7 impedances are electrodes 1 through 7, except 11 which is impedance 30,920 patient noticed he had return of pain and was unable to increase intensity. Received error message ¿desired settings not available.¿ the rep interrogated the ins. Impedances checked. Reprogrammed the ins to avoid affected electrodes. Patient has been playing golf. The saturday after playing golf he noticed pain increase and could not increase intensity. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.